Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm (alarm 0) occurred and pump shut off. Customer was unable to turn pump back on. Customer reverted to using manual injections for insulin therapy. There was no reported impact to customer's blood glucose.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issues were verified and a different issue was identified.